Event description:
Caller reported the soft rubber components of the up and down button are torn. Caller stated the up button is without function. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.